Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: textured to smooth implant exchange and unknown side rupture.

Event description:
Physician reported right-side "textured to smooth implant exchange" and rupture. Device remains implanted.

Event description:
Physician reported, right side "textured to smooth implant exchange". And rupture. Device remains implanted.